Manufacturer narrative:
(B)(4).

Event description:
It was reported a pocket revision was scheduled to address a noted pocket erosion with the device partially exposed. The pocket was opened, the pocket was cleaned, and the device was repositioned. No electrical anomalies were detected. There were no adverse consequences reported for the patient.